Event description:
Report from allegiance indicates: "leaking" no sample available. Report indicates no pt injury. Additional info from the account, in 05/02, indicates the sets are used with chemotherapy agents and there have been minor chemo spills but no pt or staff injury.